Event description:
A physician reported that the cement was "runny like water." While filling the bone filler devices (bfd), they saw some liquid on top of the plunger. They had to run the cement through warm water for about a minute before it was doughy enough to inject into the pt. The time it took for the cement to dough is unk; however, they observed the cement in some of the unused bfds took 39-40 minutes to dough. The operating room's temperature was normal. There was no change in the cement preparation. The procedure was completed successfully. No add'l info was reported.

Manufacturer narrative:
Device not returned, f/u with company representative.